Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was attempted to be implanted but dislodged. The lead was unable to relocate as it was unstable and had high thresholds. Lead fracture is suspected. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).